Manufacturer narrative:
Medical device expiration date: na. Unique identifier (UDI) #: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd synapsys¿ there was missing and also incorrect information when trying to display it on some broth tubes with subculture. No patient impact was reported. The following information was provided by the initial reporter: there are some missing and also bad info when try to display the information for some broth tube with subculture the problem can be saw from the two pictures attached to the case note in the first one is displayed the synapsys screen for the sample code 707711 , where you can see that there is a broth tube (syn...1922) that has some subcultures inoqulated from the list of these subcultures you can see that only one has the correct inoqulation date/time (the last one in the list) , because for the others there is no inoqulation date but just the date of the inoqulation of the broth. So the first problem is that the customer can't see the true inoqulation date and the another date/time inside the description is misleading another problem is that from the picture 2 , the dish with code 70771111 has the correct date/time printed on the label ( but no info on synapsys) the second big issue is that if you see in the synapsys picture , on the right you have for the last subculture (70771110) the info incubation, but for the rest of the subcultures you have the word inoqulated but is not completely true because these are also in the incubation state.

Event description:
It was reported that while using the bd synapsys¿ there was missing and also incorrect information when trying to display it on some broth tubes with subculture. No patient impact was reported. The following information was provided by the initial reporter: there are some missing and also bad info when try to display the information for some broth tube with subculture. The problem can be saw from the two pictures attached to the case note in the first one is displayed the synapsys screen for the sample code 707711 , where you can see that there is a broth tube (syn...1922) that has some subcultures inoqulated from the list of these subcultures you can see that only one has the correct inoqulation date/time (the last one in the list) , because for the others there is no inoqulation date but just the date of the inoqulation of the broth. So the first problem is that the customer can't see the true inoqulation date and the another date/time inside the description is misleading. Another problem is that from the picture 2 , the dish with code 70771111 has the correct date/time printed on the label ( but no info on synapsys). The second big issue is that if you see in the synapsys picture , on the right you have for the last subculture (70771110) the info incubation, but for the rest of the subcultures you have the word inoqulated but is not completely true because these are also in the incubation state.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3010141591-2022-00013 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.